Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one month after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.